Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of nine devices. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the sutures broke. The wound had broken up and re-surgery had to be done. The suture was noted to break in about same place, in cutis, about 5-7cm from the stitch. The suture broke at home. The knots has been left and suture has gone straight off. The cat was readmitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.